Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist recommended discontinuing aligner treatment immediately due to damage to the teeth/mouth and loose teeth that were previously not very mobile.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.